Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply harness was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system intermittently displaying a communication error, locked up, and required a reboot of the system. There was no patient injury or death reported.